Event description:
The pt presented with a ruptured left posterior communicating artery aneurysm. Two coils were successfully detached in the aneurysm. The third coil (subject device) became stuck in the aneurysm while being deployed. As the physician attempted to retract the coil back into the microcatheter the coil stretched within the microcatheter. The coil was then intentionally detached and two stents were used to secure the distal and proximal aspects of the coil in the proximal internal carotid artery and distal common carotid artery. There was no reported clinical consequence to the pt.

Manufacturer narrative:
For coil protrusion.